Event description:
Additional information was received. Interventions were updated: refixation of the anchor component on (B)(6) 2025 device disposition: remains in the patient. The first procedure was to implant the electrodes and the second procedure was to connect the electrodes with the neurostimulator after the trialing phase. The neurostimulator was also implanted during the second operation. This is the usual procedure in our site.

Manufacturer narrative:
Continuation of d10: product ID 97791 serial# unknown product type accessory. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown product type accessory product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 97791, serial/lot #: unknown, ubd: , UDI#: product ID: 977a275, serial/lot #:(B)(6) ubd: 15-may-2028, UDI#: (B)(4) g2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that loosening of the right electrode anchor was apparent during the second procedure; it was re-fixated. The follow-up x-ray showed a caudal migration of the right electrode (about 2-3 contacts). Additional information received. It was noted that the lead migration event was still ongoing as of 2025-jun-04. The clinical site was contacted for clarification regarding the report of the "second procedure" but no response has since been received.

Manufacturer narrative:
Continuation of d10: product ID 97791, serial# unknown, product type accessory. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information rec¿d. The outcome of this event has been updated to resolved without sequelae as of (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the health care provider could not identify a definite cause for loosening of the anchor.